Manufacturer narrative:
Date rec¿d by MFR: 14jun2019. The unit was returned for evaluation. The touchscreen was cracked with shattered glass. The reported event was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI # (B)(4). No phone number provided. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and user interface assembly and was resolved. Correction: the FDA registration number used in the initial report was incorrect. Reference MFR# 2032640-2019-00021.

Event description:
It was reported that the unit's touchscreen was inoperable. The device was in u event date not specified; estimate used se at the time of the event; however, there was no patient harm.